Manufacturer narrative:
A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
.

Manufacturer narrative:
(B)(6). The device was discarded by the customer; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a 3000 ml eva tpn bag leaked from an unspecified port. This event occurred before use. There was no patient involvement. No additional information is available.